Event description:
Additional information indicated that there had been end of service (eos) / end of life (eol) message due to the third overdischarge event and was the cause for the device replacement. It was also reported the patient was doing fine. Eleven days later it was reported that the patient had had her implantable neurostimulator (ins) working for 6 months and then the ins didn't work for her after that. It was stated that the patient was diabetic and a device replacement had to be performed which was risky for her. It was stated she had a "charge issue" which caused the lead not to stimulate where she needed it high up in to her neck. It was stated that patient's doctor mentioned "3 leads were put in and they had 4, 8, 4 electrodes and when the doctor opened the patient up the leads were 4, 4, 8 the leads had flipped around and it was said that never happened before". The reporter was not sure if the doctor put them in correctly or what the cause of why they didn't work was. It was stated that when the doctor put second lead in "he took pictures of it." It was also stated the lead was migrating completely out of her neck. It was stated the patient was disabled so she hadn't done any extreme movements for the migration to happen.

Event description:
It was reported that a patient had their implantable neurostimulator (ins) surgically replaced. It was unknown if the replacement was due to normal battery depletion or not, but the ins had been in use for 6.5 years. The patient had an x-ray taken in (B)(6) and the leads appeared to have migrated 'cephalad,' so the doctor decided to replace the leads as well even though the patient was still getting stimulation. It was stated that when the doctor removed the lead, the most distal contact 'fractured off' and was still in the epidural space near c3. An x-ray was taken to confirm that the fragment was still there. The explanted lead appeared to be fractured 'around' contact #4. It was stated that the patient was alive with no injury and no adverse event. There were no patient symptoms or injuries related to this event. Refer to manufacturer report #3004209178-2013-01475 for information on a related event.

Manufacturer narrative:
Analysis of the silicone anchor found no anomaly. Analysis of the implantable neurostimulator (ins) (serial number: (B)(4)) found the ins was received with no telemetry. According to the trace report obtained from the ins after physician mode reset recovery, the total recharge count is 15, the over discharge count is 3, and the battery is at end of service. Battery discharges rapidly; 3 recharge attempts were made before obtaining trace report. The actual patient recharge count is 12; the device was implanted for nearly 78 months. The therapy avail diagnostic shows the battery has discharged to the lock mode 6 times. The 5 current lock mode records are on the default date 03/01/2000 due to over discharge. Analysis of the lead (lot number: v008370) found there to be no significant anomaly. The body of the lead was cut through.

Manufacturer narrative:
Product ID 389056, lot# j0537566v, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type lead; product ID 377675, lot# v008370, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type lead; product ID 37711aa, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant products: product ID 37711aa, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type implantable neurostimulator; product ID 377675, lot# v008370, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type lead; product ID 389056, lot# j0537566v, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type lead; product ID neu_siliconeanchor, product type accessory; product ID 3708240, serial# (B)(4), product type extension; product ID 389056, lot# v006542, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4). Analysis of the lead ( lead 377675 octad 1x8) found it's distal end conductor broken from overstress/damage. Only medial segment was returned, proximal end was not returned. Broken conductor circuit numbers were 1, 2, and 3. Conductor break was in the electrode area, between 3rd and 4th electrode, explant damage was suspected. Lead body insulation was cut through, lead was segmented. Stylet coil was cut through. Lead distal end observation was that the electrodes were pulled out/off. Electrode #0 was missing, explant damage was suspected. Lead segment functional results found open circuits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.